Manufacturer narrative:
Final analysis found that the device image indicated that data was corrupted which caused the device to revert to backup vvi mode. The cause of the data corruption could not be determined. After a device software download, the device functioned normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. The device was not used.